Event description:
It was reported that an 87-year-old patient was undergoing placement of a dialysis catheter in the context of stage v chronic renal failure. During the procedure, once the veress needle had been inserted into the patient (at the level of the peritoneum), it was impossible to remove the stylet. The entire needle therefore had to be withdrawn. Once removed, it was noted that the tip was bent. Although the intended procedure (placement of a dialysis catheter) could not be completed.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).